Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing basal rate settings adjustments. Customer's bg was "low" according to bg meter readings. Customer required intervention from son, who addressed low bg by administering a glucagon injection. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.